Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that there have been two incidents in which the accudrain tubing separated at the bonded site on the pt's line resulting in cerebral spinal fluid (csf) leakage. This medical device report is linked to medical device report number: 2648988-2008-00009.